Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a female patient. The patient was injected with radiesse(+) into the midface area. Batch number was reported as unknown. Radiesse(+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). A cannula was used. On an unknown date, after the radiesse(+) injection, the patient experienced a vascular occlusion. The vascular occlusion was confirmed by an ultrasound. The outcome of the event was unknown.

Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and lot search on the reported lot could not be performed. However, routine trending for radiesse(+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, rec-002150, 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event vascular occlusion because potential treatment was deemed necessary to prevent a permanent damage. Corrective treatment was not provided and outcome was not reported at the time of this report. Due to limited reporting of the injection date and onset date of the event as well as the localization of the event, temporal and local relationship can only be assumed. The event vascular occlusion (serious) is expected based on the currently valid us instructions for use (IFU) of radiesse(+) and can occur after treatment with radiesse(+). Product preparation issue and off label use of device are coded for formal reasons only. A dilution of radiesse(+) for injection into the midface is not approved based on the us instructions for use (IFU). Based on the information provided, causality is assessed as possibly related to the treatment with radiesse(+), however there is no indication that a product-related issue contributed to the event. This case is considered as serious and reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.